Manufacturer narrative:
Further information was requested but not received. The reported event of under-sensing could not be confirmed. As received, a partial connector portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found which is consistent with procedural damage.

Event description:
New information received noted that the right atrial lead was explanted. Patient status was not reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited under sensing. Programming changes were made. There patient was stable.